Event description:
The fse reported that the images were unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable.